Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Large piece of your tampon came out- vaginal [foreign body in reproductive tract] strong smell- vaginal [vaginal odour] large piece of tampon came out- tampon [device breakage] case narrative: consumer reported via e-mail that a large piece of tampon came out of vagina a few days after removal. No serious injury reported.